Event description:
It was reported to resmed (B)(6) that the power supply on an atrial device was defective. There was no patient harm or injury reported as a result of this incident. MFR ref #3004604967-2015-00001.